Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator change procedure. Prior to procedure, interrogation revealed that the right atrial lead exhibited p-wave amplitude variation and high capture thresholds. It was also noted that the helix could not be extended. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and sensing anomaly were not confirmed. The reported event of a helix mechanism issue was confirmed. The helix was found to be clogged with dried blood/body tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Analysis was normal. No anomalies were found.